Manufacturer narrative:
The investigation is ongoing.

Event description:
26mm sapien 3 ultra valve, commander ds, esheath. During implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, the esheath was inserted into very tortuous anatomy. While advancing the valve and delivery system through the esheath, there was some resistance felt. The devices exited the sheath and one valve strut seemed to be bent outward approximately 30 percent. The valve was able to pass through the sheath and parallel remaining sheath in aorta. It was then positioned and implanted. The bent strut was not observed after implant. There was no injury to the patient.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance contributed to the reported events. The complaint for frame damage was unable to be confirmed since relevant device imagery or the device was not returned for evaluation. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, the devices exited the sheath through the expandable portion on the posterior of the sheath, about half way through the sheath. One valve strut seemed to be bent outward approximately 30 percent. Additionally, it was reported that resistance was encountered while advancing the delivery system through esheath. Per procedure training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. The presence of tortuosity in access vessel can create a challenging pathway as it creates suboptimal noncoaxial angles for delivery system advancement through the sheath requiring a high push force. As previously captured in a risk assessment and CAPA, it has been identified that high push force of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as valve frame damage. As noted in the report, the patient had a tortuous anatomy. As such, advancement of delivery system and valve may require high push force or excessive device manipulation, which led to the reported frame damage. Additionally, it was reported that the devices exited the sheath through the expandable portion of sheath creating a sheath liner tear. It is possible that the valve struts may have potentially caught on the liner during delivery system advancement due to the tortuous anatomy, further damaging the frame. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force/excessive device manipulation/valve strut caught on liner) may have contributed to the complaint event. The complaint frame damage was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined; however, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force/excessive device manipulation/valve strut caught on liner) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a risk assessment and CAPA has been initiated.

Manufacturer narrative:
Voluntary medwatch report number (B)(4) was received. Sections a2 and a3 were updated. Per the report: the 14f e sheath when advancing valve, the valve exited the sheath prior to sheath tip. The sheath was still able to deliver the valve.